Event description:
Paradigm mini med insulin pump by medtronic. Batt error on pump which caused met to change out battery 3 times, 4 days later my pump just stopped working completely. Happened on a saturday night at 11 pm. Cannot call for new pump until monday 8 am. I have no usable long term insulin since the medtronic trainer has never said to keep insulin on hand which another diabetes website recommends have now experienced blood sugar levels of over 300 and 400 4 times in the last 16 hours. Now setting alarm to take short acting insulin every 4 hours and hoping stacking of insulin does not happen.